Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angiography procedure a balloon rupture occurred. The 90% stenosed lesion was located in a severely tortuous shunt anastomosis. The 6.0x40mm sterling balloon was inflated five times. The first inflation was to 12atm. The following inflations were to 14atm. The balloon ruptured on the fifth inflation at 14atm. The procedure was considered completed with this device. There were no reported patient complications and the patient status was good.